Event description:
The scoreflex nc balloon became fractured as the balloon was traversing to the lesion in the right coronary artery (rca). The guide wire and balloon were successfully removed. No debris was observed. The physician opted not to retrieve the fractured component. The rca was rewired and treated with a replacement balloon. The patient was stable.